Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, during a pacemaker check performed on (B)(6) 2019, right ventricular threshold was confirmed to have elevated from the last follow up from 0.75v/0.35ms to 3.75v/0.35ms. As ventricular lead impedance and auto sensing values were normal and no noise was observed, lead issue was unlikely suspected. Pacing failure was also confirmed as ventricular output was 2.5v/0.35ms. The patient was bedridden and it was unable to confirm the symptoms. As ventricular pacing was 21% and the patient was not a pacemaker dependent, the physician reprogrammed the ventricular output at 5.0v/0.35ms. It was decided to follow up the patient.